Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardioverter defibrillator was oversensing myopotentials. Technical services recommended testing the patient with heavy breathing, coughing, and having the hands pushed together. Programming changes were discussed.